Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report. In a review of this complaint at closure, it was noted that there was no FDA acknowledgement of receipt nor were we able to find an entry in the maude database even though our records show that this complaint was submitted on 10/04/2016. As such, we are resubmitting this complaint as a precautionary measure.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl video baton 3-4, intermittently, there were vertical black lines on the monitor screen when the baton was plugged in. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.